Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired malformed clips. A piece of the device fell into the pt and was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.